Event description:
Reporter indicated that vns patient was hospitalized for worsening of depression. The patient was hospitalized for 11 days and is reportedly doing better, but still not well. Treating psychiatrist indicated that the event was not related to the vns therapy and that no intervention is required.